Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization event for low blood glucose. Date of addmision was (B)(6) 2012. Blood glucose at the time of admission was 21 mg/dl. The customer was not in a vehicular accident. The customer recalled experiencing diarrhea the morning of the hospitalization. The cause of the low blood glucose incident was unknown. No additional information provided.